Event description:
Patient reportedly received results of 3.2 inr and 2.3 inr within a few minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Consumed, will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.